Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4) the unit was previously sent to our depot back in may. She received the unit back, it passed testing, and she put it back into the hospital population. (B)(4) is stating that she is attempting to pm the unit and she found that the unit is getting a patient occlussion error, no set loaded error, and the unit will not calibrate. Debbie has been notified that the unit is about 2 weeks past the 90 day repair warranty and we cannot make any guarantees that this unit will be covered. Note to tech: please assess the unit to confirm if the previous repair is tied to the current issue. If there is no tie to the previous repair, please submit a repair estimate. (B)(4). Note: unit may also be affected by door latch recall. (B)(4) . File reopened to add track wise pr number to the device data field. The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.